Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. Fluid was noted in the open pocket. The patient was otherwise asymptomatic. A culture was taken and slow bacterial growth was discovered along with reddened skin outside of the pocket. The system, including the right ventricular lead, was explanted on (B)(6) 2018. The patient was stable post-surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.